Event description:
It was reported that during a laparoscopic prostatectomy procedure, the genetator alarmed. The blade was reinstlled, but the generator still alarmed. A new device was used to complete the case. There was no reported patient consequence.